Event description:
Procedure type: lap chole. According to the reporter: pre-op diagnosis: cholelithiasis. Balloon on 10 mm blunt trocar ruptured while inflated during procedure. Balloon fragments removed from patient's abdomen. Another trocar was obtained and procedure completed. No blood loss of 250cc or more. Delay in o.r. Time.

Manufacturer narrative:
(B)(4).